Event description:
It was reported that there was a problem with the colono videoscope's stiffening mechanism during a colonoscopy that resulted in a surgical prolongation of 30 minutes or greater, with patient under sedation. There were no reports of further patient harm.